Manufacturer narrative:
Seaspine was made aware of this upcoming revision on 17 may 2021. To date, no additional information regarding the construct, the patient's condition, or the treatment plan has been communicated to seaspine. Additionally, no explants have been made available for review. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient received spinal surgery consisting of seaspine's malibu spinal system and/or daytona deformity system. An unexpected revision to the construct was planned following the breakage of several screws in the postoperative period.